Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, foreign material probably from the cartridge was seen on the iol had been implanted which was observed 7 times during the jul and aug. The foreign material was removed within the surgery. The surgery was completed. No patient harm was reported.